Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. The customers blood glucose level was 221 mg/dl. Reportedly the customer was ultimately able to clear the alarm.